Manufacturer narrative:
The customer reported that in 2009, he was having problems getting an ECG signal and a heart rate on a patient. The site's biomedical engineer tried troubleshooting the issue through mms, cables, and a different intellivue monitor replacement, but the problem was not resolved. The customer used a cms monitor, and he started getting a better ECG signal and a heart rate. The patient died two days later. Based on customer's statement, there is no relationship between the patient's death and this event. A philips customer engineer (ce) went onsite to investigate the problem. He tested the monitor in question, along with the site's biomedical engineer, but could not duplicate the issue. A philips product support engineer (pse) was also involved and evaluated the situation based on data she received through emails and calls to the customer. Her conclusion was "we do not assume that the issue is caused by a software inconsistency. It seems that the issue is caused by [local environmental] disturbances, since we are unfortunately not able to reproduce the issue in our lab. Another explanation is when ignoring the "leads off" inop, the described issue looks similar to a permanent disturbance which is interpreted as a permanent pace pulse trigger. Since all paced pulses are cut out of the wave, only a flat line is left over". The pse provided the customer with ideas on obtaining better ECG waveform. In his response, philips ce stated: "unfortunately the problem didn't occur anymore. And probably it won't happen again maybe, so this will be hard testing. When the problem reoccurs again, the hospital will turn off all devices in the neighborhood of the patient one by one to see if this helps solving the problem. We are thinking that the criticool cooling device is maybe the cause of the disturbance". Based on the available data, the monitor worked as intended. Philips labeling (instructions for use) adequately addresses electromechanical interference that can be caused by other instruments, especially electrosurgical units. No further investigation or action is warranted.

Event description:
The customer reported that in 2009, he was having problems getting an ECG signal and a heart rate on a patient.